Event description:
A product liability claim was raised. It was reported by the pt counsel that his client received a sulox head, on his left hip. The surgery was conducted at the (B)(6). On (B)(6) 2011, while at work, the pt allegedly heard a cracking noise twice at her left hip. She continued working with slight pain. The pain increased on (B)(6) 2011 and the day after, the pt could hardly walk. The pain was increasing and the pt was in great pain. The orthopaedic practice in (B)(6) performed an x-ray which revealed a broken head. The pt was transported to the (B)(6) where the revision surgery was performed on (B)(6) 2011 followed by rehab measures until (B)(6) 2012. The pt is still unable to work. Complaint re-opened on (B)(6) 2013. As part of a corrective action which was initiated on the 21st of october 2013 (see CAPA (B)(4)), this complaint has to be reported to FDA retrospectively.

Manufacturer narrative:
The evaluation report has been received. The findings are reported below: the pt was revised due to a broken ceramic head, pain and suffering. Investigation: as the products subject to our investigation were unavailable for the investigation, the scope of the investigation was limited. No adverse trend has been identified for this issue. The quality records indicated that these components met all requirements to perform as intended. The analysis of the x-rays from 2006 at hand showed no sign of abnormality. Moreover, there was no interpretation possible from the x-rays from 2011 as the quality of the provided image as bad. Based on the given information, and the results of the investigation, we were not able to identify a specific root cause for this issue. At this time we consider this event closed. However, we will continue to monitor and trend for similar reported events. Zimmer reference number (B)(4).